Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.